Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath accordioned during insertion was confirmed. The customer returned one peel away sheath /dilator assembly. Visual examination of the returned sample revealed that the dilator was bent in the middle of the body and the sheath body was torn in half along the score lines. One of the sheath halves had a damaged tip. Microscopic examination confirmed that one of the sheath halves has a damaged distal tip. The tip is pushed back and accordioned creating a jagged tip edge. Microscopic examination did not reveal any damage with the other half of the sheath or the dilator. The undamaged sheath half was measured from the bottom of the tab to the tip edge at 7.2cm in length, which meets the length specification per peel away graphic (length: 2.625"- 2.875"). A device history record review was performed and did not reveal any manufacturing related issues. Based on the information reported and condition of the returned sample, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the introducer "barbed or accordioned" during insertion. They were able to push through the procedure and did not have to open a new kit to complete the procedure. The catheter was placed successfully.